Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported that patient was injected with voluma in the cheekbone by another hcp about a year ago. The patient had an infection in the area and was admitted to the hospital for 3 months. Patient has developed an inflammation of the area that does not subside with corticosteroids. Symptoms are ongoing.